Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an right ventricular (rv) lead pacing impedance warning. The lead remains in use and is currently functioning as programed. No patient complications have been reported as a result of this event.